Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarm failed" error code (1104). Additional details were noted, and it was reported that the device was not in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "backup alarm failed" error code (1104). It was noted that the following part required replacement - gas delivery system (gds), power management (pm) printed circuit board assembly (pcba), central processing unit (cpu), and motor control (mc) pcba. A service engineer (se) repaired the device and documented that the central processing unit (cpu) printed circuit board assembly (pcba), motor control (mc) pcba, and power management (pm) pcba were replaced. A performance verification test was completed; the system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.